Manufacturer narrative:
The reported event that proximal target adapter t2 scn was alleged of issue (proximal misdrilling / problems during drilling) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned, and no other evidences were provided for investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, based on the complaint history and the risk management file, some of the possible reasons for mis drilling are (but not limited to): deflection and / or twisting of the nail during insertion in case the user applied undue force for insertion. Deflection and / or twisting of the nail during insertion in case of inadequate preparation of the intramedullary canal. Loosening of the connection between nail / nail holding screw (will lead to potential misalignment of nail and drill). No use of drill with center tip / unfavorable bone contour. Drilling without drill guiding sleeve. Using blunt or damaged drill. High forces applied to the targeting arm during drilling ¿ eventually leading to unintended distortion in the system of drill, sleeve, targeting arm and nail. Guide wire not removed prior to drilling a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Potentially reduced accuracy in guidance is usually found during functional check which is required as per IFU. Timely functional check ensures that spare parts can be supplied in appropriate time. If the device is returned or if any additional information is provided, the investigation will be reassessed. Device was not returned.

Event description:
It was reported that while using the proximal targeter on the super chondral nail, the targeter did not target the proximal screws. A 20 minute surgical delay was reported.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that while using the proximal targeter on the super chondoral nail, the targeter did not target the proximal screws. A 20 minute surgical delay was reported.